Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was in the user's pocket. There was no reported impact to the user's blood glucose level. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.